Event description:
It was reported that the dilator was inserted over the spring wire guide (swg) & met some resistance. The md removed the dilator and found the tip to be damaged with a small piece of dilator missing. A new dilator was inserted over the swg and used. An x-ray was taken by the md. They could not confirm that any piece of the dilator was in the patient. No patient complications were reported.